Event description:
It was reported that the physician had difficulty opening the indirect decompression (ID) spacer and put too much force on the spacer. As a result, the spindle cap broke during the implant procedure. A new spacer was used and the procedure was completed successfully. The damaged spacer was lost and will not be returned for analysis.